Manufacturer narrative:
Pt's age: exact patient age is unknown; however, the patient was reported to be over 18 years old. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct (cbd) on (B)(6) 2013. According to the complainant, the stent was being placed for the treatment of a malignancy. The stricture was in the distal bile duct and was not dilated prior to stent placement. The patient's anatomy was not tortuous. During the procedure, the doctor attempted to deploy the stent and the stent would not release smoothly off the catheter. The physician pulled back on the catheter to adjust the position the stent and it deployed distal from the desired location. The stent was removed using a snare and another wallflex biliary stent was placed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.